Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the tip of the fenestrated bipolar forceps instrument broke off inside of the patient. The fragment was retrieved by a laparoscopic grasper through the assistant port. Additional surgery was not needed to retrieve the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed with no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: the instrument had only been used once prior to the procedure. The instrument was just placed into the cannula before the issue occurred. The instrument was not inspected prior to use. The tissue was about to be grasped when the fragment fell into the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure. There are no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue. Fa found a broken grip at the grip base. A piece measuring 0.192" x .0565" was found to broken off of the yaw pulley. The broken piece was returned as well. The failure is commonly attributed to misuse/mishandling. A review of the instrument log for part number: 471205-17 batch/lot number: k10210510-0212 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3566 with 12 lives remaining.